Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of angina and restenosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 4.0x15mm xience alpine stent was implanted without reported issue in the mildly calcified, mid right coronary artery (rca) lesion. On (B)(6) 2016, the patient was admitted to the hospital for chest pain and approximately 95% re-stenosis was noted in the xience alpine stent. There was no myocardial infarction and no thrombus. Another alpine was implanted as treatment. Reportedly, the patient is doing well. There was no additional information provided.